Manufacturer narrative:
Unit power up properly after battery installation. Unit passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Unit functioning properly. Unit received with cracked case(battery tube), cracked battery tube threads and cracked case corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked and had blank display. The customer stated that the contacts on the battery cap were neither missing nor damaged and display returned after restart. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.